Event description:
It was reported that the tip of the probe has burned off. It was further reported that a replacement was available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.